Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "disassemble six packages of suture continuously. Needle and suture separation were found." Product was not used on patient.

Manufacturer narrative:
There are four previous complaints of this code-batch, regarding the same issue. We have received 104 closed samples and 5 open and unused samples and one open and used unit with the needle detached from the thread. Tightness test to the closed unopened samples was performed. A rotation test was made on the closed sample received and it was noted that the thread breaks easily next to the needle. Then the detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. In four of the 104 closed units received we have found this defect. The samples received do not meet the european pharmacopoeia/b. Braun surgical specifications. No CAPA was needed. Therefore, this complaint is recorded for trending analysis to assess if actions are needed in the future. Training personnel has been done to prevent this issue to occur.